Event description:
Elderly female with coronary artery disease and hypertension. Procedure: dual ICD (implantable cardioverter-defibrillator) implantation- when package was opened, dilator was not tapered at the end. No tip found in packaging. Not used on patient. Manufacturer response for introducer, catheter, prelude snap (per site reporter) will obtain.